Event description:
The customer contacted siemens and reported that falsely elevated and depressed free light chains, type lambda (flc lambda) and type kappa (flc kappa). Results were obtained on multiple patient samples on an atellica neph 630 system using n latex flc lambda reagent and n latex flc kappa reagent. The initial results were reported. The samples were repeated for flc lambda and flc kappa five days later using the same system and reagent and recovering as expected. The repeated results were reported, as the correct results, to the physician(s). There are no known reports of patient intervention or adverse health consequences due to the falsely elevated or depressed flc lambda and flc kappa results.

Manufacturer narrative:
An outside of the united states (ous) customer contacted a siemens customer care center (ccc). Based on a review of the available information, the root cause of discordant n latex flc lambda and n latex flc kappa results on the atellica neph 630 was a defective diluent pump. A siemens customer service engineer (cse) was dispatched to the customer's site and replaced the diluent pump which returned the system to normal operation. No reagent issue was identified and no general performance issue for the flc lambda and flc kappa method was identified. The system is performing according to specifications. No further evaluation of this device is required. The atellica neph 630 system with catalog number 11239861 described in section d4 is not marketed in the united states (us) and the PMA/510(k) number (exempt) in section g5 is for the us similar system (bn prospec system). The bn prospec system marketed in the us has catalog number 10465217 and its unique device identifier is (B)(6).